Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, an air leakage occurred. The surgeon applied another device. The hosp has reported that no pt injury occurred.